Manufacturer narrative:
Investigation is complete. The device was not received. During the investigation, a customer provided photos were reviewed. Review of the photos found the clave secondary port on the cassette of the tubing set was partially broken off. Hospira has completed a formal investigation to address the issue of device breakage of the clave, secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of the clave secondary port with a semi-rigid adapter bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received an unspecified number of undocumented incidents of the semi-rigid adapter on the clave secondary ports of the tubing sets broke. The female adapters of unspecified secondary tubing sets, were connected to the clave secondary ports of the primary tubing sets, to deliver normal saline, at unspecified rates, via plum pumps. After unspecified length of time, it was noted that the semi-rigid adapters of the calve secondary ports on the cassettes of the tubing sets were broken. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delay of therapy critical to the patients. No medical interventions were required. No additional information was provided.